Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc/ local service department checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to failure of image sensor unit or circuit board inside the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image sometimes did not appear when connecting with otv-s300. There was no report of patient injury associated with the event. The event date was unknown.